Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
Evaluation summary: the shell has some scraping marks around the rim of the shell which is most likely from the liner removal process. The femoral head does not show any noticeable signs of wear. The liner shows signs of impingement on the rim. Although not proven, it is most likely that the stem had impinged onto the liner causing the dislocation to occur. Dislocation may be caused due to one or a combination of the following factors: 1) malpositioning of the hip replacement implants, 2) neuromuscular problems or other medical conditions, 3) excessive weight gain or physical activity, 4) failure to preserve the strength in the abductor muscles, 5) failure to restore leg length and / or proper tension. Exact cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specifications.